Event description:
Reported to hospital by physician that a patient complained of vaginal burns claimed by patient to be from a hydrothermal ablation performed with a boston scientific hta device. Device was immediately removed from use and evaluated by biomedical team without finding any defects or malfunctions. After review of records, a successful hta was performed after the claimant's procedure without incident. A scheduled upgrade of equipment was planned for near future, so device remained out of service and eventually replaced. Manufacturer made aware.